Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4)

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. There was no report of misrepresentation as a result of the ring artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed the presence of ring artifacts on the images. The fse checked the raw data and found a bad channel on one module; this is addressed in (B)(4). The fse then checked the a-plane collimator and found the compensator was broken. The fse replaced the compensator. System calibrations were completed successfully and the system was returned to clinical use. This issue has been determined not to be a reportable event.